Event description:
It has been reported to us that before entering the guide wire into the guide, inspection of the device revealed a foreign material at the distal tip. The guide catheter as flushed with saline to remove the material. The procedure was continued using another device. No health hazard to the pt. The material and guide is returned for eval.

Manufacturer narrative:
(B)(4). Visual examination of the returned guide catheter revealed that a sliver of plastic was returned. The piece of plastic measures 55mm in length and 1.5mm at its widest location. The plastic material is consistent with a sliver form the heat shrink tubing used in the segment molding operation of the guide catheter manufacturing process. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed for heat shrink material. The analysis is complete as of today (B)(4), 2011.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.